Manufacturer narrative:
Philips has investigated this complaint. The system was not in clinical use at the time of event. A philips field service engineer (fse) examined the system onsite and confirmed that the ceiling mounted radiation shield cover fell. Upon functional testing fse verified whether the cover shield contacted the c-arm and found that no screws were used to secure the cover. Upon technical investigation it stated that no screws are missing. This cover is mounted on the grooves of the counterpart. These covers sometimes fall, mainly after collisions. To resolve the issue fse reinstalled the cover and advised to use device in a position where the arm will not touch it. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the ceiling-mounted radiation shield cover fell. No harm has been reported to philips. The device was in clinical use at the time of the reported event. A philips field service engineer (fse) inspected the system onsite and re-attached the cover as well as training was provided to avoid contact with the lateral stand. The device is back to use in good working order.